Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent post-paced t wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.